Event description:
A ventilator was returned to the manufacturer for preventive maintenance. There was no harm or injury reported. The device was not in patient use. During the evaluation a service required alarm condition indicating a charging issue was observed. The device's power management board was replaced to address the issue. The device was cleaned and tested and passed all final testing.